Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep set up adaptive stimulation a week ago and set the intensities on all 3 groups. The rep said when the patient goes to switch to a new group, it shows that stimulation is on at 2.5 ma, but the patient doesn't feel stimulation until they tap the screen and hit the up or down arrow. The rep said that occasionally when the patient does this the stimulation will automatically decrease to 0.1 ma and the patient will manually have to increase back to correct amplitude. The rep said the patient will switch groups, wait 20-40 seconds, stimulation doesn't come on, the amplitude will drop to 0.1 ma and then the patient will reset intensity by waiting the 30 seconds. The rep said the patient was messing with the intensities on (B)(6) 2019 and was having issues on all programs. The reps said the patient adjusted the reclining intensity on (B)(6) 2019, but the next day it is jumping back down and isn't coming on after the patient turns it on. The rep didn't know if the issues were just with the upright position or other positions as well. The rep said when the patient changes groups, it usually goes to the correct intensity, but then may drop to 0.1 ma. The rep said it doesn't always save adjustments that the patient makes after waiting for 30 seconds. It was reviewed that the stimulation should change as soon as the patient changes groups and they shouldn't need to press anything. No further complications were reported.